Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged and potentially perforated the patient. High rv thresholds were also noted. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.